Manufacturer narrative:
Report inconclusive. The device has been returned and is still pending evaluation results. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. Initial reporter: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tool broke during surgery. It was also reported that there was no patient impact. Additional information about the event is currently being followed up for further details.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was returned used and broken. It was noted through microscopic evaluation that the fracture geometry and location are consistent with brittle fracture in bending. It was also noted that discoloration was present and most likely a combination of biomaterial and oxidation of the tool. The likely cause was identified as fatigue in plane bending due to the tool being pressed rapidly as a f2/8ta23 or a side load was applied to the tool while it was not rotating causing the tool to fracture. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
On further follow up, it was confirmed that no other information can be provided regarding patient's current status.